Event description:
Clinical information: crd_1003 - vantage, patient site ID: eu0747 - 820 (r844158201, r844193601). It was reported that on (B)(6) 2024, that a 35mm portico ng/navitor titan navitor valve was successfully implanted in a patient. Prior to procedure it was noted that the patient developed an atrial flutter. The final non-coronary cusp implant depth was 3mm. On 09 may 2024, it was noted that the patient had a 5 second pause at night. A transesophageal echocardiogram was performed and confirmed absence of thrombus at the left atrial appendage. On 11 may 2024, it was noted via electrocardiogram, that the patient spontaneously cardioverted to sinus rhythm with a compete atrioventricular block. On 13 may 2024, the decision was made to implant a dual chamber permanent pacemaker.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2024, that a 35mm portico ng/navitor titan navitor valve was successfully implanted in a patient. Prior to procedure it was noted that the patient developed an atrial flutter. The final non-coronary cusp implant depth was 3mm. There was no difficulty experienced implanting the 35mm portico ng/navitor titan navitor valve. There was no calcification extending beneath the aortic annular plane in the interventricular septum. On (B)(6) 2024, it was noted that the patient had a 5 second pause of atrial flutter at night. The patient's atrial flutter did not worsen after implant of the valve. A transesophageal echocardiogram was performed and confirmed absence of thrombus at the left atrial appendage. On (B)(6) 2024, it as noted via electrocardiogram, that the patient spontaneously cardioverted to sinus rhythm with a compete atrioventricular block. On (B)(6) 2024, the decision was made to implant a dual chamber permanent pacemaker. The cause of the patient's complete heart block is attributed to the oversize of the 35mm portico ng/navitor titan navitor valve and patient's prior conduction disturbances, not known before screening. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
An event of compete atrioventricular block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and deeper than a 0-5 mm depth of implant of the device. It was reported that the final implant depth of the valve was 3 mm. Patient comorbidities include diabetes, hyperlipidemia, and hypertension which may contributed to the reported event. Additionally it was noted that the cause of the patient's complete heart block is attributed to the oversize of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based of the information reviewed, the cause of the reported incident could be due to patients medical history which could not be conclusively determined. There is no allegation of malfunction against the abbott device or procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.